Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if any issues reappeared.